Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported during implant, the left ventricular lead was too large for the patient. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.